Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. The reported event was confirmed by the service technician who performed the evaluation and repair. On 23 september 2019, it was reported that during preventative maintenance a dermatome required repair on 20 september 2019. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 20 september 2019 noted that the motor was running below motor speed specifications and that the dermatome was out of calibration at all four settings. It was further mentioned that there were defective bearings and a defective reciprocating arm, external e-ring, screws, o-ring, poppet spring, and hinge throttle gasket. Repair of the dermatome occurred on 23 september 2019 and involved replacing the motor, multiple bearing, reciprocating arm, external e-ring, screws, o-ring, poppet spring, and hinge throttle gasket. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that motor was running below motor speed specifications, the device was outside of calibration specifications and that the device had multiple defective components, all of which would require service in order to resolve, it cannot be determined from the information provided as to what caused the issues with the device. As such, a specific root cause of the reported need for service cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
There was no event associated with this device, it was sent in only for preventative/annual maintenance. However, during investigation it was discovered that the device was running below motor speed specifications.